Event description:
It was reported that during a lung biopsy the device initially fired without problems. The device was reloaded a second and third time and in both firings, the device was able to be closed with no problems but there were incomplete staple lines. The case was completed using a similar device.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.